Event description:
It was reported that during a stenting treatment procedure, a vessel perforation occurred. The target lesion was located in the severely calcified right coronary artery (rca). A kinetix guidewire was advanced to the posterior descending artery (pda) and a non bsc guidewire was advanced to the posterolateral artery (pla) at the same time. The rca was predilated and then, an unspecified stent was deployed in the lesion. Both guidewires were removed from the patient and it was noted that there was "blushing" in the lesion and a "micro perforation" occurred from the kinetix guidewire. The bleeding stopped within ten minutes. The perforation did not require any treatment and the procedure was completed. No additional patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history report for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.

Event description:
Customer's mother reported customer received a reading of "hi" from their freestyle lite meter. Customer's mother also reported customer experienced symptoms of seizure. Paramedics were called and they obtained a reading of 41 mg/dl from their hcp meter and treated customer with an IV glucose. Customer's mother stated that customer did not go to a health care facility but called their doctor who advised customer to decrease her insulin medication dosage by 20% over the next 72 hours. There was no report of death or permanent impairment associated with this event.